Event description:
Olympus customer care was informed by the sterile processing manager at the user facility that the high-definition camera head reportedly had ¿no image¿ during procedure. There was no delay as the intended procedure was competed without issue with another camera. No patient injury or harm was reported. The camera was returned for service.

Manufacturer narrative:
The device was returned to the service center for evaluation and the customer's reported issue was confirmed; no image due to a loose video connector and cracked. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, likely due to the connector crack, the communication failure occurred, and the image was no longer displayed. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Olympus will continue to monitor the field performance of this device.